Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one presto inflation device was received for evaluation. During visual evaluation, no anomalies were noted to the housing, tubing, pressure gauge, handle or site gauge. During functional evaluation the presto device was connected to an in-house pressure gauge, and pressures were noted at the following atms and psi readings: 8 atm = 115 psi = 7.83 atm, 12 atm = 177 psi = 12.04 atm, 24 atm = 357 psi = 24.29 atm. No other functional testing was performed. Therefore, the investigation is unconfirmed for the reported pressure gauge not working as the pressures noted during functional evaluation were within acceptable range of the product specification. A definitive root cause for the alleged pressure gauge not working could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly expanded but the inflation gauge readings did not increase and remained at zero. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 05/2024. Device pending return.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly expanded but the inflation gauge readings did not increase and remained at zero. The procedure was completed using another device. There was no reported patient injury.